Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Immediately following the procedure the physician diagnosed the patient with a procedure related ischemic right leg and elected to implant stents in the iliac arteries as well as complete a femoral endarterectomy. On (B)(6) 2016 the physician diagnosed the patient with a procedure related groin infection. The patient is currently stable and being monitored.